Event description:
A report was received on 03 jan 2025 from the health care professional (hcp) of a 51-year-old critical care patient, who stated blood was observed leaking from the cartridge during a continuous renal replacement therapy (crrt) on 03 jan 2025. Additional information was received on 03 jan 2025 from the hcp who stated the patient did not experience any symptoms or require medical intervention.

Manufacturer narrative:
No product was received for evaluation. All devices must meet quality requirements and manufacturing specifications prior to release. The instructions for use states "check the system for blood and fluid leaks during treatment, and pay close attention to the blood line and access connections." All treatments must be administered under a physician's prescription and performed by a trained and qualified person, considered to be competent in the use of this device by the prescribing physician so that alarms and harmful conditions can be responded to promptly.

Manufacturer narrative:
B5: updated date of event per information received from the healthcare professional on 19 mar 2025. H2: type of follow-up: correction.